Event description:
It was reported that the ilet displayed alert code 38 and, despite restarts, the alert recurred; a dry run to 80 units could not proceed, leading to use of backup therapy and indicating a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and the physician¿s office. Investigation of this case revealed a communications problem was identified during evaluation, and the event aligned with a failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.